Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. It was indicated that the patient was on dialysis during use of the device, which is off-label usage of the device. Approximately on (B)(6) 2023, the patient reported that he had a message displayed showing that he had lost connection to the internet and requested assistance with troubleshooting to establish a connection between his phone, his internet, and the continuous glucose monitor (cgm). The patient is blind and lives alone. Before the event, his doctor prescribed cgm because his blood sugar often drops after dialysis. The event occurred after the patient returned home from dialysis. He was receiving cgm readings, and it was working, and then he took a nap in his bedroom. When he woke up the cgm displayed a message that he was not getting a wifi connection and needed internet access. He felt low so he ate and had some additional vanilla wafers and cereal. No bg value was specified. At some point he lost consciousness and an unknown person saw him and called emergency medical service. After paramedics arrived his blood glucose was 20 mg/dl and he was transported to the hospital. He regained consciousness in a hospital bed and received unspecified IV medication, however he did not remember any details of the event. After treatment to stabilize his bg level, he was discharged 3 days later. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.